Event description:
Pt passed away, as a result of a fire. Pt had been a known smoker and was instructed on the dangers of smoking while using oxygen. Homecare provider became aware of pt's death via the media. The pt's nasal cannula was ignited causing the fire and fire investigators determined the fire was caused by either lighting a cigarette or smoking.

Manufacturer narrative:
Fire scene with visionaire oxygen concentrator was evaluated by the (B)(6) fire dept. They determined that the pt lit a cigarette while wearing a nasal cannula connected to the oxygen concentrator causing a flash fire.